Event description:
When opened, a foreign object was noticed in the powder. There was no adverse consequence for the patient or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of eval: the results of the MFR's eval suggest that this event is an isolated incident. Controls are in place to assure that no foreign contamination occurs during processing. The clean room supervisor has been alerted of this event and instructed to re-emphasize strict controls to his operators.